Event description:
A customer reported that their pump battery was depleting too quickly, leading to a shutdown of the device. This did not cause an adverse impact on the customer¿s blood glucose level. Technical support educated the customer about the effects of a shutdown and confirmed that the customer could resume insulin delivery. Additional troubleshooting issues were noted but not detailed in the provided information. Cts to replace pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.